Event description:
It was reported to philips that the heartstart xl defibrillator cannot be powered on. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor, indicating that the device cannot be powered on. Based on the information provided, the device was repaired by a third-party vendor and was returned to full functionality. No additional details were provided regarding how the device was repaired. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was reportedly operational after repairs were completed by the third party. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.